Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the radial artery. The 2.5x32mm, progressive target lesion was located in the moderately tortuous left anterior descending (lad) artery. After retrieving and advancing the 2.5x32mm taxus liberte stent system it was noted that the "head of the stent was unsmooth." The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the radial artery. The 2.5x32mm, progressive target lesion was located in the moderately tortuous left anterior descending (lad) artery. After retrieving and advancing the 2.5x32mm taxus liberte stent system it was noted that the ¿head of the stent was unsmooth¿. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).